Event description:
It was reported that during implant, the programmer had to be switched off and then back on to be able to interrogate and complete programming and testing of the ICD. Programming and testing were done successfully and the device was left implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.